Event description:
During a posterior procedure, there was an intermittent problem with this machine: the cassette would not seat properly and there was no aspiration. Another unit was used for the procedure.